Manufacturer narrative:
There are multiple patients all information is provided in the article. This report is for an unknown lateral va-lcp proximal tibia plate/unknown lot. Part and lot number are unknown; UDI number is unknown. Implant date is between january 2015 and april 2017. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate."

Event description:
This report is being filed after the review of the following journal article: chan g, et al. (2019), infection after operative fixation of tibia plateau fractures. A risk factor analysis, injury, int. J. Care injured, volume 50, pages 2089-2092 (united kingdom). This study aims to correlate the use of alcohol and smoking, in addition to obesity and diabetes mellitus to the occurrence of postoperative infections in patients undergoing open reduction and internal fixation for all types of tibial plateau fractures. Between january 2015 and april 2017, 175 patients surgically treated for tibial plateau fractures were included in the study. There were 76 males and 99 females with a mean age of 46.95 years +/-18.2 years. Operative fixation was performed using either an unknown synthes variable angle-locking compression plate proximal tibial plates or a competitor¿s device. A total of 114 lateral plate was implanted which was the most commonly used device for operative fixation. There were 32 lateral and medial plates implanted, 26 medial plates and 3 three plates. Complications were reported as follows: 1 patient had deep infection. This patient required 2 further operative interventions with surgical washout and long-term intravenous antibiotics. 12 patients developed superficial infections during their follow-up period, all of whom were successfully treated with oral antibiotics alone. This report is for the unknown synthes lateral variable angle-locking compression plate proximal tibial plates, unknown synthes medial variable angle-locking compression plate proximal tibial plates and unknown synthes variable angle locking screws. This report is for one (1) unknown lateral va-lcp proximal tibia plate. This is report 1 of 3 for (B)(4).